Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy. (Full),salpingectomy. (Bilateral), oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the psychological trauma, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: previously reported essure insertion date: (B)(6) 2004 patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia, fatigue, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2004: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event ¿injury¿ replace with "pelvic pain", events- "abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), psych injury, fatigue, hormonal changes, weight gain", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.